Event description:
As reported for this event by the customer, during reprocessing pinkness was observed inside the channel. The device also failed the leak test. There is no patient involvement.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that when checked with the borescope there was damage inside the channel. Other observations for the device: leak from plug unit, distal end rubber coating (a-rubber) adhesive, and instrument channel; scope connector labels are peeling; distal end cover has damage; angulation is low and knobs have play; distal end plastic cover has dents; light guide lens has two cracks and a tiny edge chip; a-rubber adhesive has a crack; insertion tube has scratches and minor dents; and scope connector gold pins are leaking and have deep dents. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that pink foreign material came out of the biopsy channel, however, the specific material could not be conclusively identified. It is likely that the foreign material could not be removed due to the physical damage found in the biopsy channel. No information was provided regarding the user's reprocessing methods. The event can be detected and prevented by following the instructions for use (IFU) which state: "¿operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" "¿reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -flush the air/water channel with detergent solution - remove detergent solution from all channels" olympus will continue to monitor field performance for this device.